Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The initial reporters address was not available. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that while impacting the femoral head with the impactor deice, the plastic head of the impactor device broke. It was reported that all pieces were retrieved. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that device had cracked into two pieces at proximal threaded end and the replacement cap was broken into two pieces which is consistent with having been dropping or mis-aligned during use. It was further determined that the device failed visual assessment and end cap thread assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to user error.